Manufacturer narrative:
The model# was not provided.

Event description:
A customer from (B)(6) received a blood glucose reading of 350mg/dl on the contour usb meter, took 14-15units of insulin accordingly, retested and received a reading of 43mg/dl. He then drank juice and took glucose. He started comparing blood glucose readings between two contour usb meters and the differences were 50-100mg/dl. Specific readings were not provided. Depending on the actual readings, the differences between the readings could fall in the "c" zone of the consensus error grid, making the differences clinically significant. The test strips are expected to be returned for evaluations. Replacement meters were sent to the customer.